Event description:
It was reported that during an laparoscopic fundoplication procedure, teflon pad became loose. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.